Event description:
Customer's mother called to report the insulin pump alarmed for button error. Blood glucose reading was 258 mg/dl. Troubleshooting was declined. The insulin pump was clipped to the customer's underwear and might have been exposed to sweat. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window, cracked display window corners and a cracked reservoir tube lip.